Manufacturer narrative:
H4: device manufactured between (B)(6) 2020 to (B)(6) 2020. H10: two (2) devices were received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was further examined to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates were broken; further described as "it was blown off". This occurred during filling of one device with 60ml of water and filling of the second device with meropenem 1g x2. There was no patient involvement. No additional information is available.